Event description:
The surgeon implanted an aa4204vl silicone lens in the pt's left eye. The capsule tore as the lens was being implanted. The lens was removed and surgery was completed using a different lens. No pt injury. Pt's best corrected visual acuity pre-op 20/60, best corrected visual acuity post-op 20/25. Routine follow up visits.